Event description:
It was reported that during a routine follow-up, the patient was admitted to the emergency room experiencing dyspnea and significant fatigue. A drop in atrial sensing was observed as well as intermittent instances of undersensing. The lead remained implanted. No resolution was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.